Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The stent was returned partially deployed from the delivery system. The distal stent wires were noted to be damaged. This type of damage is consistent with the stent encountering resistance during deployment. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 35mm distal of the main valve. This type of damage is consistent with excessive force being applied to the device. The investigator successfully deployed the stent with some resistance experienced due to a severe shaft kink. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11dec2020. It was reported the stent failed to deploy. A 16mmx120mm, 100cm vici was selected for use. During the procedure, the stent failed to deploy. The device was removed from the patient. Another of the same device was used to complete the procedure. There were no patient complications. However, device analysis revealed that the stent was partially deployed and damaged.